Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and found diluent leaking from the tubing through pinch valve vl2 in the sample access reservoir. The fse replaced all the pinch valve tubings in the sample access reservoir to resolve the leak. Failure mode is attributed to diluent leak from the tubing through vl2 in the sample access reservoir. (B)(4).

Event description:
The customer reported a leak under the left side of the coulter lh 750 hematology analyzer. The volume of the leak is unknown but the customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.